Event description:
Patient underwent psf for ais. Suspect screw fracture noted on follow up in 2023 with no symptoms and no report from treating clinician. Obvious screw fracture noted on final follow up (today) patient remained un-symptomatic and discharged from surgeon care.